Event description:
About 3 years and 10 months after the primary surgery, revision surgery was performed due to infection. Wash-out performed and liner revised.

Manufacturer narrative:
Batch review performed on 13 november 2023. Lot 1905129: (B)(4) items manufactured and released on 09-aug-2019. Expiration date: 2024-jul-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.